Manufacturer narrative:
B5: additional information was received clarifying that the patient's first pump, with serial number (B)(6), keeps alarming upstream occlusion off and on, but clears itself. Per reporter, the display read running continuous reservoir volume empty in 42 hours 19 minutes at the time of the report, which lined up with expected completion time. Patient confirmed that all clamps were open and there were no kinks in the tubing. The patient also denied any pain, swelling, redness, or leaking at the port site. Per reporter, the pump did not alarm during the call and the reservoir volume decreased to 218.9 ml.

Event description:
It was reported that the pump was intermittently alarming upstream occlusion. Per reporter, the patient went to the clinic to receive a new pump. The event occurred while in use with the patient at patient's home. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.